Event description:
It was reported that the wake button was delayed in responding to touch and that the pump battery was depletug quickly. Additionally, it was reported that the pump time was incorrect, cause was unknown. Customers blood glucose was 139 mg/dl.customer reverted to an alternate method for insulinh therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.